Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. A review of the manufacturing records indicated that the product met specifications upon release. Invasive procedures involve some patient risks. The techniques for insertion and the occurrence of complications are well described in the literature. In this case, the patient required a new stick to insert a new introducer. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that after insertion of this introducer in the right internal jugular vein, blood leakage occurred at the hemostasis valve. Unfortunately, the amount of blood loss is unknown. There was no medication loss. The issue was solved by inserting a new introducer using new stick. There was no allegation of patient injury. The device was not available for evaluation as it was discarded at the hospital. Patient demographics were unable to be obtained.